Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced unspecified symptoms of hypoglycemia, requiring an unspecified treatment from the healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection was performed on the returned applicator and no damage was observed. Applicator had been fired correctly and the sensor cap was retained inside applicator cap. Visually inspected the sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. The sensor data was reviewed and a signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor had terminated on body due to improper insertion of its tail. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced unspecified symptoms of hypoglycemia, requiring an unspecified treatment from the healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. A visual inspection was performed on the returned applicator and no damage was observed. Applicator had been fired correctly and the sensor cap was retained inside applicator cap. Visually inspected the sensor patch and no issues were observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11, 227 & 224 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced unspecified symptoms of hypoglycemia, requiring an unspecified treatment from the healthcare provider. There was no report of death or permanent impairment associated with this event.